Manufacturer narrative:
Additional information was received and the product evaluation was completed and the catheter was observed to not be cracked but instead the brite/tip distal tip was kinked/bent. This file will no longer be reportable.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot 17694753 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the head-end of 7f .078" .75 jal vista britetip guiding catheter was found fractured during use. Therefore, the device was replaced with another unknown guide catheter to complete the operation. It has no effect to the patient. There was no reported patient injury. The patient had history of coronary heart disease and had been implanted with unknown stent before. The patient had experienced pain causing his re-hospitalization. Following a radiographic examination, it was found that the left coronary artery (lca) has 80% stenosis that suggested a need to be re-treated with percutaneous coronary intervention (pci). The device was stored, handled and prepped per the instructions for use (IFU). There was no visible damage noted to the device prior to opening the package. The lesion was moderately calcified, with no vessel tortuosity. The device was not used for a chronic total occlusion (cto). The access site was the radial artery. There was no excess force used at any time during the procedure. The head-end was kinked. The device was removed in one piece. Another vista brite tip guiding catheter was used to complete the procedure. The device will be returned for evaluation.